Event description:
It was reported that after a cryo ablation procedure, the patient had an arteriovenous fistula and false aneurysm near the puncture site for the sheath. An inferior vena cava filter placement was performed. The patient was hospitalized. No further patient complications have been reported as a result of this event.